Manufacturer narrative:
A visual examination of the spyscope ds device found that after articulation, the working channel sleeve extended from the distal cap when received. The tips of the protruded sleeve were frayed. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The spyscope ds was plugged into the controller; the displayed image was then lost when the device was articulated. A portion of the distal end of the catheter were removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the faint, white imprint left by the working channel sleeve braid pattern. The complaint was consistent with the reported event that the image was lost, however, it was found that the working channel sleeve extended from the distal cap when received. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the working channel sleeve protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the image went blank after start of usage. The procedure was completed with a second spyscope ds. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: working channel sleeve protrusion.